Manufacturer narrative:
Device evaluated by manufacturer yes. Customer site in (B)(6) filed the complaint alleging overquantitation with cap/ctm hiv-1, version 2 in relation to results generated with the abbott real-time hiv test. No product or batch non-conformance was identified. The investigations determined that the results generated by the customer can be expected and explained by one or more of the following reasons: low level viremia (llv), a known phenomenon previously communicated to affiliates, is when cap/ctm hiv-1 test (v1.0 or v2.0) yields measureable titers for patient samples that had previously been undetected or less than the limit of detection (lod). The variability of the test near the lod. The use of off-label sample types and mis-handling. The sites commonly use ppt tubes and freezes them, which are practices not supported in product labeling and known to affect results. Inherent differences between the abbott real-time hiv-1 test and the cap/ctm hiv-1 tests ( v1.0 and v2.0) as specified in the cap/ctm hiv-1 test and cap/ctm hiv-1 test, v2.0 product labeling, "due to inherent differences between technologies, it is recommended that, prior to switching from one technology to the next, users perform method correlation studies in their laboratory to quantify technology differences." On-site troubleshooting testing in (B)(6) has demonstrated that the cap/ctm hiv-1 and cap/ctm hiv-1 v2.0 tests can be performed successfully in (B)(6) and that the tests are performing as intended. (B)(4).

Manufacturer narrative:
The customer indicated that they began testing patient specimens with the roche cobas ampliprep / cobas taqman hiv-1 test, version 2.0 after previously testing patient specimens with an abbott test. However, the customer failed to re-baseline, or performing studies, when switching to the roche test. As specified within the cobas ampliprep / cobas taqman hiv-1 test, version 2.0 product labeling, "due to inherent differences between technologies, it is recommended that, prior to switching from one technology to the next, users perform method correlation studies to their laboratory to quantify technology differences." At this time, no additional conclusions can be drawn as the investigation into this issue is ongoing. The conclusion of the investigation will be provided through a follow-up report. Note: this report is being submitted against the ce-ivd version of the cobas ampliprep / cobas taqman hiv-1 test, version 2.0. The us-ivd equivalent is catalog number 005212308190. (B)(4).

Event description:
A customer site in (B)(6) alleged that >70% of the patient specimens tested (an exact quantity of patient specimens were not provided) with the roche cobas ampliprep / cobas taqman hiv-1 test version 2.0 were over-quantitated by > 0.5 log10 when compared to previous test results generated with an abbott test (the specific abbott test was not provided). The customer indicated that they switched from testing patient specimens with the abbott test to testing patient specimens with the roche test. The customer indicated that patient treatment was changed due to the alleged over-quantitated test results. There was no indication of patient harm reported. The customer indicated that they have reverted to testing patient specimens with the abbott test. Please note that specific details (e.g., testing dates, level of treatment change, kit lot numbers) were not provided and it was indicated that these data would likely not be provided.